Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the x-ray tube. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system displayed an x-ray emission interrupted error message, and the kilovolt and milliamp voltages, and the temperature, were too high. No patient injury was reported.